Event description:
It was reported that during an initial implant a problem happened during the test of the vns system. Apparently the lead pin got stuck and isolated inside the battery and when the surgeon tried to pull the electrode out in order to continue with surgery, the pin broke. Good faith attempts are being made for the product to be returned for product analysis.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.